Event description:
It was reported that while at the user facility, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No further information was available regarding this event.

Event description:
It was reported that while at the user facility, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No further information was available regarding this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
The device was serviced for preventative maintenance, and returned to the user facility.